Event description:
In 2009, the patient reported that for the past 2 days she has had elevated blood glucose readings in the 27-30 mmol/l (486-540 mg/dl) range with her normal range being 4-7 mmol/l (72-126 mg/dl). She said she has had elevated readings since she received an e10 (cartridge error), on her insulin infusion device, 2 days ago that keeps recurring. She stated the last one occurred while she was changing the cartridge. She said instead of going to the check and prime, the device immediately displayed the e10. She removed and reinserted the device battery and started the change the cartridge process again. She was advised to switch to her backup device for troubleshooting purposes. On follow up with the patient at about 3 days later, she stated her blood glucose immediately returned to her normal range after switching to her backup device. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.